Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported undetected upstream occlusion, which was not confirmed or reproduced during baxter's testing. The device passed further testing and the cause was unable to be determined. The customer stated that an upstream occlusion occurred on (B)(6) 2015 during a norepinephrine infusion and that the clamp was inserted, door was opened, the air was removed, and the door was then closed with the slider clamp pulled up. Per the history log, an "air-in-line" alarm occurred at 15:51 during the norepinephrine infusion, and was succeeded by a clamp inserted message and then the door was opened and subsequently closed. The infusion was then restarted, with a positive flow confirmation by the user. This series of events within the log aligns with the events as reported by the customer. No related device malfunction could be identified and the upstream sensor was calibrated to ensure continued accurate occlusion detection.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a sigma spectrum device did not alarm upstream occlusion when an upstream occlusion was present. The device was programmed to deliver norepinephrine to a patient and a small amount of air was observed in the IV set. The pump was stopped, the IV set was removed and the air was tapped up to the IV set y connector. The IV set was then reloaded and the slide clamp was removed from the keyhole. The patient was sensitive to pauses in this medication and as a result the dose was increased to double the initial dose. Over the next 15 minutes, the pump did not alarm for an upstream occlusion and the patient's blood pressure was decreasing. Additionally, 1000 mcg of phenylephrine was administered to the patient to attain hemodynamic stability. At this time, it was observed that the slide clamp above the pump was closed.